Manufacturer narrative:
The lens was not returned for evaluation. A sample from the same lot# 022957 was dimensionally inspected. All dimensional measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined. In the surgeon's opinion, the likely cause of the event was friction between iol and iris.

Event description:
Add'l info: yag was performed on (B)(6) 2015.

Event description:
It was reported that a patient presented with uveitis and lens asymmetric vaulting (z-syndrome). In the surgeon's opinion, the likely cause of the event was friction between iol and iris. The patient's current prognosis is to treat the uveitis. Surgeon will evaluate options after uveitis clears. This event occurred with the patient's left eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.